Manufacturer narrative:
(B)(4).

Event description:
It was reported a company representative was unable to interrogate his demo generator with his tablet. He got an "error establishing communication" message prior to interrogating the device. The tablet was not plugged into the wall. The wand was confirmed to have enough battery life. The serial cable was replaced, and the communication issue resolved. The faulty serial cable was received by the manufacturer. Analysis is expected but has not been completed to date.

Event description:
Product analysis on the returned serial cable was completed and found the cause of the reported communication issues was associated with a disconnected wire connection. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.